Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The service engineer (se) inspected the device. The se replaced the power management (pm) printed circuit board assembly (pcba). The customer refused to return parts for failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the v60 ventilator generated a post backup audible failed error message. The ventilator was not in use on a patient at the time of the reported event.